Event description:
It was reported that the patient presented for lead implant procedure. During the procedure, the right ventricular (rv) lead was unable to be fixated in the body. Therefore, the physician elected to implant a new competitor lead instead. The patient was recovering after the procedure.